Manufacturer narrative:
H.6. Investigation summary five photos appearing to display the same loose 1ml syringe with an opened blister pack from batch 8211605 were received and evaluated. It was observed the thumb rest was broken off with only half of the broken piece visible in the photos, which was rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8211605 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd 1ml syringes luer-lok¿ tips experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the customer informs the tip of the syringe plunger was broken once the syringe was taking out of the package.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd 1ml syringes luer-lok¿ tips experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the customer informs the tip of the syringe plunger was broken once the syringe was taking out of the package.